Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ambulance visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide, model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings, chapter 4 / page 56: warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes, chapter 13 / page 176: hyperglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported, that the patient's blood glucose (bg) values reached 30 mg/dl. As a result, the ambulance was called, who arrived on the scene and treated the patient, by checking the patient's bg levels, giving sugar water and taken the patient's blood pressure. The patient also stated, that they were put on a intravenous (IV) of unknown fluid. The patient was reported to have blacked out, that prompted the ambulance to be called. The patient insulin was suspended by the emergency workers and was taken off the pod as well. There was no medications given to the patient. The last correction bolus, that the patient had given to themselves, was 12 units of insulin for a meal they had. There are no further details to report.

Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to the pod over delivering insulin.